Event description:
The patient was revised due to implant wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint products will not be returned for investigation because they are not returned from the hospital. After the first request for x-rays, we were informed on the (B)(6) 2011 that no x-rays were available. As there was no further information available, the complaint was transferred to investigation on (B)(6) 2011. Review of etq complaints database for lot numbers 799300 and wdr-69 identified no previous complaints. As there were no products returned, no further investigation could take place. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.